Manufacturer narrative:
Sensor 0m000gq9hzd has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a user report ministry of health (moh) which reported: an hcp reported higher values when scanning the adc freestyle libre sensor compared to an hcp meter, on 15-jul-2021, "mr. A.m. Reports that at 16,15 of the day 15/07/2021 during the physical activity he perceived tingling in his left hand (usually recognized as a symptom of hypoglycemia). Detects blood glucose with fgm freestyle libre abbott that communicates a dk value 85. Concinua the physical activity and at the hours 18,30 made a ntiova measurement from the sensor with value 218, decide then to do 1 unit of correction with insulin. From the hours 19,30 beginning state of mental confusion and psychomotor agitation that causes the family member to call the 118. Upon arrival of the ambulance, capillary blood glucose is measured with a glycemic value of 35 while the sensor communicates 118.after sugar intake the situation is resolved without the need for hospitalization." The sensor scan of 118 mg/dl when compared to ah hcp blood glucose test of 35 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. No further treatment was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note: the device (B)(4) has been previously reported to adc and the report has been submitted to (B)(6) under case (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a user report ministry of health (moh) which reported: an hcp reported higher values when scanning the adc freestyle libre sensor compared to an hcp meter, on (B)(6) 2021, "(B)(6). Reports that at 16,15 of the day (B)(6) 2021 during the physical activity he perceived tingling in his left hand (usually recognized as a symptom of hypoglycemia). Detects blood glucose with fgm freestyle libre abbott that communicates a dk value 85. Concinua the physical activity and at the hours 18,30 made a ntiova measurement from the sensor with value 218, decide then to do 1 unit of correction with insulin. From the hours 19,30 beginning state of mental confusion and psychomotor agitation that causes the family member to call the 118. Upon arrival of the ambulance, capillary blood glucose is measured with a glycemic value of 35 while the sensor communicates 118. After sugar intake the situation is resolved without the need for hospitalization." The sensor scan of 118 mg/dl when compared to ah hcp blood glucose test of 35 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. No further treatment was provided. There was no report of death or permanent injury. Please note: the customer reported to adc and it was reported to (B)(6) under (B)(4).